Event description:
Facility reported that during treatment a kink was noted in the arterial line. No reported patient ill effect. The sample is available for evaluation. Further information was unavailable from the facility.